Event description:
It was reported by the clinician that they have encountered several incidents with the following medical tubing. The last breakage caused a severe cytotoxic spill and contamination of a pt. No further details are available at this time.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.